Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the customer had a no delivery alarm at school and experienced high blood glucose for most of the day. The customer's blood glucose was between 350mg/dl-434mg/dl. The customer got home and changed out the set, but customer continued having high blood glucose. The customer bolus with manual injection. The customer was advised to call back to troubleshoot with they received tubing clamps.